Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted multiple call service alarms while attempting to reboot the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that one cs 064 call service alarm. During investigation, the pump performed the ezprime steps successfully with no call service alarms occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of a call service alarm issue was shown in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.